Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields have been updated accordingly. B5: the procedure was a cystoscopy. There was a three to five (3-5) second delay, there was no anesthesia involved, and the other device used for the procedure was a cystoscope. The procedure was completed with the same set of equipment. D/concomitant medical products: cyf-v2 cystoscope therapy date (B)(6) 2022.

Event description:
The customer reported to olympus that while using the visera pro video system center, the image would go in and out when the paddle was moved; the black camera connector box needed to be replaced. The issue occurred during the diagnostic procedure and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a worn-out video connector. Additional findings include deformation of the rear panel and a damaged supply casing; all findings required repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, a definitive cause of the worn out connector could not be identified. However, it could be likely caused by handling. The event may be prevented by following the instruction manual description in figure no. Gt2408 which states: ¿important information ¿ please read before use¿ ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur¿. Olympus will continue to monitor field performance for this device.